Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary problems, fistulae, recurrence and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient had the monarc hammock implanted on (B)(6) 2004 and the bs solyx sis system on (B)(6) 2011. It is further reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent a laparoscopic bilateral salpingo-oophorectomy on (B)(6) 2007, due to left hydrosalpinx. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.